Event description:
It was reported that two of the distal locking screw holes would not allow the locking screws to engage with the plate.

Manufacturer narrative:
Investigation in progress but not yet complete.